Event description:
It was reported that the patient presented with an acute myocardial infarction (mi). During a first obtuse marginal coronary intervention, a perforation occurred. The 2.8x16mm graftmaster stent system was advanced, but failed to cross the perforation and the stent dislodged from the delivery system in the left main coronary artery. The stent was unable to be retrieved. Due to the pericardial effusion and the deteriorating condition from the mi and resulting ischemia, the patient died. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient and the device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Abbott vascular medical affairs reviewed the reported information. The reviewer states this was a case to treat an 84-year-old patient who presented with an acute myocardial infarction (ami). The information provided was very limited and cine films were not provided for review. Without this information, it is unknown what happened during the procedure that could have caused the graftmaster stent to dislodge from the stent delivery balloon catheter. There are many possibilities that may have caused the stent dislodgement; for example, the balloon may have been slightly inflated and then deflated at some point in the procedure, the stent may have caught on an unknown previously deployed stent, or the stent may have got caught on a calcium plaque within the patients¿ vasculature. Without complete information and the cine films to review, it cannot be definitively stated that the dislodgement of graftmaster stent from the stent balloon catheter was a direct cause of the patient¿s death, though the dislodgement and therefore failure to cover the perforation were an indirect cause of the patients death. The active acute myocardial infraction that the patient presented with, and the perforation in the obtuse marginal (om) which caused the pericardial effusion were the cause of this patients¿ death. The investigation was unable to determine a conclusive cause for the reported failure to advance and stent dislodgement; however, the subsequent foreign body in patient and delay to treatment/therapy appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.